Event description:
Ventilator alarmed and within seconds started smelling like burning rubber and the room became slightly smokey. The patient was disconnected from the ventilator and manually bagged. There was no harm to the patient.after evaluation, it was found there was a burned out chip in one of the internal parts. It was replaced, calibrated and will run in respiratory therapy for 24 hours before putting it back in service.